Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.

Event description:
It was reported that "parents started to connect child to broviac to give parenteral nutrition and noted broviac split. Admission to hospital, multiple attempts at obtaining peripheral IV access while repair kit obtained. IV antibiotics given."